Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a ventilator fails to ventilate a patient. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint could not confirmed or duplicated. The ventilator operated as designed.

Event description:
The manufacturer received information alleging a ventilator fails to ventilate a patient. There was no harm or injury reported. The manufacturer is currently investigating this issue and a follow-up report will be filed when the investigation is complete.